Manufacturer narrative:
Additional information: date of event. Additional information was received on (B)(6) 2019, indicating the event date of this event. Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, testing was attempted, and the device displayed "no cartridge". Analysis found that the "pwa" board of the pump is not functioning properly and will be replaced by service to resolve the reported problem. Based on the evidence, the complaint was confirmed. The root cause of the reported event is unknown.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump displayed an alarm that there was no cartridge. There was no reported injury to the patient.